Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection, wound dehiscence, and impaired healing. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This ra lead was explanted.